Manufacturer narrative:
Section h10. Additional information, section a2. Age, 70 years old. Section a3. Gender, male. Section a4, weight, 175 lbs. Section b5. Describe event, the scratch on the loi lens was identified after the lens was attached to the femtolaser machine. All pertinent information available to johnson & johnson surgical vision has been submitted.

Manufacturer narrative:
Section a2, a4, a5: unknown/ not provided. Requested but not provided. Section d6: if implanted, give date: not applicable, as device is not implantable. Section d7: if explanted, give date: not applicable, as device is not implantable. Device evaluation: the product was returned to the manufacturing site for evaluation. The reported liquid optics interface was received opened within original packaging. The reported lot number was confirmed. A visual inspection of the returned product did not reveal any debris, loose particles, fibers, or scratches on the lens. The reported event cannot be confirmed. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. Therefore, no escalations are required. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
Customer reported a scratch on a liquid optics interface. The issue was observed during docking/procedure activation. No patient injury reported and procedure was completed successfully. No further information provided.